Manufacturer narrative:
The customer stated the ventilator failed the pressure monitoring test in service test mode. Our field service engineer found that the ventilator would intermittently fail pre-use check and intermittently fail the service menu breathing pressure transducer test. After a discussion around the log files the nozzle units for the gas modules were replaced, as the measured pressure was creeping up out of range. This resolved the problem and the ventilator was returned to the customer and cleared for clinical use after passed functional and safety tests per factory specifications. The malfunctioning gas module nozzles were not returned for investigation. The evaluation of received device logs confirms failed monitor transducer tests and high pressure. A malfunctioning gas module nozzle unit may lead to high pressure. Alarms will be generated the conclusion in this matter is that the reported problem with failing monitor pressure transducer tests was resolved by replacing the gas module nozzles. As the nozzles were not returned for investigation, the root cause of the reported problem could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the patient was coughing blood into the ventilator system and clogged the airway of the ventilator. The ventilator failed pressure transducer test during pre-use check. There was no patient harm. Manufacturer ref. #: (B)(4).